Event description:
The customer reported that the customer called the paramedics at her home due to low blood glucose of 24mg/dl. Reviewed the programming and the reservoir was showing more insulin than what is shown on the status screen. The customer stated that she visited the endocrinologist and the basals rates were adjusted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.